Manufacturer narrative:
With all the available information, boston scientific cannot confirm the reported premature battery depletion. The device has not been returned for analysis. Sufficient objective evidence is not available to confirm the reported observations. The device has not been returned for analysis. As such, physical analysis has not been conducted in our laboratory. As no further objective evidence is available, the reported observation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. If the device is returned, an analysis will be completed, and an amended report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The device remains implanted. The physician will monitor the patient closely, and see them in office again in a few months. No adverse patient effects were reported.